Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra2 meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient noted the reported meter had reverted to the setup mode after the battery was replaced. The owner's booklet states this meter may display the setup mode after a battery replaced to allow the settings to be updated as necessary. The patient reportedly experienced the symptom of shaking and he felt his blood glucose level was low after the attempted use of the meter. The patient did not seek any medical attention or treatment. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. The issue was resolved with patient education. There was no evidence the meter was not functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, this complaint is being reported.